Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection noted a solid white particle approximately 2.72 mm in length, floating in the fluid of the bladder. The particle was in the fluid path. The particle was identified to be acrylic material via fourier transform infrared spectroscopy scanning. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had particulate matter identified in the bladder of the device. The unit was filled with levobupivacaine. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the issue of particulate matter. Should additional relevant information become available, a supplemental report will be submitted.